Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 170 units of insulin. Customer¿s blood glucose level was 400 mg/dl. Customer reverted to manual injections for insulin therapy.